Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain was completely different') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian fibrosis ("scar tissue inside me/ovaries were covered in scar tissue"), hot flush ("hot flashes or as much") and endometriosis ("endometriosis"). The patient was treated with surgery (I am almost 2 weeks post opt (26th of feb: hysterectomy)). Essure was removed. At the time of the report, the pelvic pain, ovarian fibrosis, hot flush and endometriosis outcome was unknown. The reporter considered endometriosis, hot flush, ovarian fibrosis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: pelvic pain, scar tissue, hot flashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event endometriosis added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain was completely different') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian fibrosis ("scar tissue inside me/ovaries were covered in scar tissue") and hot flush ("hot flashes or as much"). The patient was treated with surgery (I am almost 2 weeks post opt ((B)(6): hysterectomy)). Essure was removed. At the time of the report, the pelvic pain, ovarian fibrosis and hot flush outcome was unknown. The reporter considered hot flush, ovarian fibrosis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: pelvic pain, scar tissue, hot flashes. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain was completely different') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included norethisterone acetate (aygestin). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian fibrosis ("scar tissue inside me/ovaries were covered in scar tissue"), hot flush ("hot flashes or as much"), endometriosis (seriousness criterion medically significant), dysmenorrhoea ("heavy periods and cramping"), menorrhagia ("heavy periods and cramping"), tooth fracture ("broken tooth since essure"), vulvovaginal dryness ("I dry ou really fast (what kind of lubrication you guys use)") and dyspareunia ("dry out and hurts"). The patient was treated with root canal treatment and surgery (hysterectomy - 2 weeks post opt ((B)(6)- yaer unspecified) and ablation). Essure was removed. At the time of the report, the pelvic pain, ovarian fibrosis, hot flush, endometriosis, dysmenorrhoea, menorrhagia, tooth fracture, vulvovaginal dryness and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, hot flush, menorrhagia, ovarian fibrosis, pelvic pain, tooth fracture and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: pelvic pain, scar tissue, hot flashes, tooth fracture and vulvovaginal dryness". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Events¿ tooth fracture and vulvovaginal dryness" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain was completely different') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included norethisterone acetate (aygestin). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian fibrosis ("scar tissue inside me/ovaries were covered in scar tissue"), hot flush ("hot flashes or as much"), endometriosis (seriousness criterion medically significant), dysmenorrhoea ("heavy periods and cramping") and menorrhagia ("heavy periods and cramping"). The patient was treated with surgery (hysterectomy - 2 weeks post opt (B)(6) - yaer unspecified) and ablation). Essure was removed. At the time of the report, the pelvic pain, ovarian fibrosis, hot flush, endometriosis, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, hot flush, menorrhagia, ovarian fibrosis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: pelvic pain, scar tissue, hot flashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. New reporter was added. Concomitant product added. Device tab amended. Non-drug treatment to event 'endometriosis' added. New event ¿heavy periods and cramping¿ added. On 23-mar-2020: new reporter added. No new significant information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain was completely different') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scar ("scar tissue inside me/ovaries were covered in scar tissue") and hot flush ("hot flashes or as much"). The patient was treated with surgery (I am almost 2 weeks post opt (26th of feb: hysterectomy)). Essure was removed. At the time of the report, the pelvic pain, scar and hot flush outcome was unknown. The reporter considered hot flush, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: pelvic pain, scar tissue, hot flashes. Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. Event" hot flashes as much" was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my pain was completely different') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and scar ("scar tissue inside me"). The patient was treated with surgery (I am almost 2 weeks post op). Essure was removed. At the time of the report, the pelvic pain and scar outcome was unknown. The reporter considered pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: pelvic pain, scar tissue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.